Event description:
Per information from the surgeon: a 22 french rigid cystoscope was passed into the urethra and bladder under direct vision and appeared to be normal. Upon entering the bladder: a large bladder stone, acute and chronic inflammation, irritation of the bladder, but no lesion associated with the bladder were observed. Using the 900 laser fiber, at about 14 watts power, the stone was broken into multiple fragments till the stent was completely exposed. Fragments were irrigated out of the bladder using an ellik evacuator, and this process was repeated until about 90% of the fragments were removed. The stent was then grasped and the stent broke off just beyond the uterovesical junction. The stent was probably weakened from the laser fiber. Stent was still embedded within the kidney renal stone. Patient was discharged home and scheduled for percutaneous nephrolithotomy to remove his kidney stone and remaining stent.